Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. Customer reported blood glucose level was 167 (mg/dl). A replacement wall adapter was sent to the customer. Follow up with the customer confirmed that the pump was able to be successfully charged using the replacement wall adapter.